Event description:
It was reported that pt underwent total hip arthroplasty in 2004. Subsequently, pt reported raising up from a chair and hearing a cracking noise followed by difficulty of motion. Radiographs found ceramic head component fractured.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.